Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the data card and internal battery were replaced on the heartstart mrx but "the errors continued". There was no reported patient involvement.